Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in the left eye. One week postoperatively the patient complained of discomfort from not being able to see clearly and eye watering (epiphora). The patient also complained of glare, difficulty driving, difficulty with night vision, dull ache, and no improvement with uncorrected near and distance vision. The patient has undergone 3 laser procedures (details not provided) and was referred to a corneal specialist and a retinal specialist, but no diagnosis was provided. The patient has been prescribed topical nsaids, steroids, and pilocarpine. Additional information has been requested from the patient.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.